Event description:
The pt was revised due to cup migration. During surgery, black metallic powder was found between the insert and the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product recd by mfg., evaluated by manufacturer. Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: root cause: undetermined. It is not possible to say why this device failed. The stem and head were revised due to a dislocation after the initial surgery. No further dislocations are reported. No x-rays are provided post primary to allow assessment of the implant position. In the pre-revision x-ray the shell is loose and has migrated. Etq complaints database searched on product lot 2416740, 2418560 2499563 identified no previous complaints. Etq complaints database searched on product lot 4376070b identified one previous complaint, still in investigation. It is unlikely that this failure was due to the device. A combination of factors surgical technique, surgical procedure, patient factors likely combined with the device to lead to this failure. Review of device history records finds no related manufacturing deviations or anomalies. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.